Event description:
It was reported an occlusion alarm occurred. Debris was found in the cartridge. The customer replaced the cartridge to resolve the issue. There was no reported impact to the customer's blood glucose level.